Manufacturer narrative:
Film evaluation results are: the pre-implant anatomy information and films during the implant procedure were not provided. From the 1-month post-implant cta's provided, the reported limb compression was confirmed. Implanting the stent grafts within the narrow and conical distal aorta possibly caused the left/contralateral limb compression. The cta's showed that the distal aorta was narrow and conical in shape. The aorta diameter just distal to the aneurysm sac measured ~ 24x25 mm, at 15 mm below measured ~22x24 mm, and at 35 mm below (just above the iliac bifurcation) measured ~16x21 mm. The left/contralateral limb ID just below the flow divider measured ~ 11x12 mm, and the contralateral limb compressed down to 3x14 mm within the distal aorta, just above the iliac bifurcation. The ipsilateral limb ID at this level measured 10x15 mm. The contrast seen within the aneurysm sac appeared to be from a type ii endoleak being fed by one or more lumbar arteries. The type ii endoleak was related to the patient's anatomy. The reported seroma in the left groin could not be confirmed from the films provided, and the exact cause could not be conclusively determined; however, it was likely related to the cut down procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm an abdominal aortic aneurysm. It was reported that the one month follow up CT discovered possible limb compression in the left iliac stent graft. It was also noted that there was a seroma in the left groin; which was possibly related to the cut down procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.